Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low scan value while wearing the adc freestyle libre 2 sensor on (B)(6) 2021, a sensor scan of 70 mg/dl was obtained and the customer had a loss of consciousness. Hcp contact was made and the customer was assessed and provided injections of insulin (dosage unknown) for treatment. No further information was provided by the customer. There was no report of death or permanent injury associated with this event.